Event description:
It was reported that the right ventricular (rv) lead had high impedance and an apparent fracture on the pace/sense portion of the lead. The high voltage impedance was normal and stable. The patient has a tissue valve so the physician did not want to implant a new lead. Therefore the pace/sense portion of the rv lead was capped and replaced with an old pace/sense lead and the high voltage portion remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Two - patient alerts for out of tolerance subthreshold lead impedance occurred on (B)(4)-2011 07:58:57 and (B)(4)-2011 02:15:07. Daily pace impedance log data shows an abrupt increase for rv pace= 480 to inf ohms (unfiltered) peak between (B)(4)-2011.